Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that mel states the urine is going back up the tubing and some of the liquid is leaking out for some reason. States bottom of his shirt has been wet for the last 2 nights. Placing them the same way so he doesn't know why there's an issue now. Used with male wicks. No additional information provided. No troubleshooting was provided patient called in for troubleshooting. Lms rep performed troubleshooting and pw passed. Sn: (B)(6) no medical intervention or patient impact reported, or lot number requested. No medical intervention or patient impact reported. (Used with female wicks)

Event description:
It was reported that mel states the urine is going back up the tubing and some of the liquid is leaking out for some reason. States bottom of his shirt has been wet for the last 2 nights. Placing them the same way so he doesn't know why there's an issue now. Used with male wicks. No additional information provided. No troubleshooting was provided. Patient called in for troubleshooting. Lms rep performed troubleshooting and pw passed. Sn: (B)(6) no medical intervention or patient impact reported, or lot number requested. No medical intervention or patient impact reported. (Used with female wicks).

Manufacturer narrative:
The initial reporter's zip code:(B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: initial setup place the purewick urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. Connect the other end of the collector tubing securely to a purewick external catheter (I). Troubleshooting 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter. Replacing canister and tubing replace the canister and tubing for each patient according to useful life: every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle) ¿ every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle) if you notice any of the following, replace immediately: ¿ canister or tubing has residual urine build-up ¿ canister or tubing appear cloudy ¿ canister or tubing appear discolored ¿ canister becomes cracked ¿ tubing becomes torn ¿ purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The DHR review could not be completed because the provided lot number was invalid. No additional actions can be taken at this time. Correction: e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.